Manufacturer narrative:
Medwatch sent to FDA on 03/01/2016. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: deflated devices should be removed promptly. The physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach. Possible complications: possible complications of the use of orbera include: balloon deflation and subsequent replacement.

Event description:
Reported as: the patient who had an orbera intragastric balloon, "started urinating bluish." The orbera was explanted.

Manufacturer narrative:
Supplement #1 sent to the FDA on 09/02/2016. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Brown particles were observed on the inner and outer surface of the valve. Brown discoloration and spots were observed on the outer surface of the shell. A fill test was performed and no blockage and resistance to flow was observed. A leak test was performed and leakage was observed. One striated opening was observed on the shell, consistent with the removal of the device. Microscopic analysis also noted an opening near the radius of the shell, consistent with puncture from a needle.